Manufacturer narrative:
Exemption # e2012017. Report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), patient tooth #21 cracked due to an accident. Implant was extracted on the same day and implanted 5.1 x 11.5mm. Patient experienced lack of primary stability.